Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date at an undisclosed location and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted due to menorrhagia, anemia, stress urinary incontinence, and cystourethrocele. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, and bleeding. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.